Manufacturer narrative:
Further information was requested but not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This device is part of the battery performance alert advisory and awaiting explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device was explanted and replaced.the explant was successful. The patient was stable.